Manufacturer narrative:
A manufacturer representative went to the site and tested the system. The investigation was ongoing on the date of filing. The computer was received at the manufacturer and under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after the new software was installed the site attempted to launch the software but it stayed on the launch screen for 40 minutes. They restarted the system and the same issue occurred with it getting stuck. The manufacturer representative uninstalled and reinstalled the software but the issue resumed. No patient was present at the time of the event. The manufacturer representative replaced the computer.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment to test the equipment. It was reported that the system was functioning as intended after the uninstall and re-install of the appropriate software. The representative had ordered a computer but did not need to replace. The unused computer was returned unused and the analysis confirmed there was no issue with the unused computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes pertaining to the computer analysis: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The manufacturer representative double checked to make sure he uninstalled all the previous spine software and discovered there was another version of spine on the system (he did not mention which version). After he uninstalled this application and reinstalled spine 2.1 the issue was resolved. He did not replace the computer and returned the computer that was shipped unused.